Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through record of usage provided. The device history records were reviewed and no discrepancies were identified. The instructions for use lists nickel as a material in the composition of the implant material and under material precautions states that nickel is classified as a skin sensitizer. The instructions for use state to not use in patients with suspected or confirmed metal sensitivity or allergy to the metals utilized in the manufacture of the subject device. The root cause is attributed to failure to follow instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address a nickel allergy approximately thirty-three (33) months post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface left 12mm catalog #: 42512100812 lot #: 64966018, persona cemented stemmed tibial component left size e catalog #: 42532007101 lot #: 65121488, persona cemented all poly patella 29mm catalog #: 42540000029 lot #: 65270884. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on dec 30, 2024 under manufacturing report number 0001822565-2024-04091.